Event description:
A customer contacted (B)(4) requesting to end therapy on the homechoice (hc) unit during drain 3/3. The home patient (hp) stated the supply bag fell and disconnected. The hp stated she would complete therapy with manual supplies. The technical service representative (tsr) assisted the hp to end therapy. There was no injury or medical intervention reported. On (B)(6) 2010 product surveillance spoke with the home patient's husband who stated he did not know how the bag fell because he and his wife were asleep. The husband stated he did not note anything abnormal about the supplies he set up with nor did they set up differently the night of this report. The husband reported that he had discarded the actual sample. The husband stated his wife was feeling fine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a supply bag falling and disconnecting. This complaint was not confirmed due to a lack of sample; however, based on the information obtained from baxter's investigation, the cause of the disconnect was due to the supply bag falling and disconnecting. A batch review was performed on the associated lot with no issues noted. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.